Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer reseated the cables and pockets but was unable to recover the issue. The fse replaced drawer 4 with a full-height configured drawer, and the unit was tested and verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Customer tried to reboot but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.